Event description:
It was reported by the rep that during a vats lobectomy procedure, the device would not release after the 5th firing. The manual release lever was pulled several times, but the device would not open. Another cutting device was used to cut the tissue and remove this device. There was no adverse consequence to the pt. Add'l info has been requested, no response to date.

Event description:
Patient is expected to make a complete recovery.

Manufacturer narrative:
(B)(4). (B)(4). Jammed clip. The ec60 device was returned with the anvil closed. A reload was received loaded on the device and void of staples. Upon further inspection of the device, a clip was found lodged in the cartridge knife slot preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The clip was removed and the device was tested for functionality with a test reload; the device achieved a complete 3-strokes fire without any difficulties noted. The device opened and closed as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4).

Event description:
Ethicon contour curved cutter stapler failed to fire during application. Product: cs406, lot: g4rp22, exp 02/2010. The surgeon may have taken too much tissue to staple and this caused the mis-fire.